Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen stemmed tibial tray, catalog #: 00598004701, lot #: 63838742. (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the insert would not sit into the tibial tray. It was also reported that there appeared to be a defect on the posterior locking groove. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicates that the dove tail feature has flared out. Device history record was reviewed and no discrepancies relevant to the reported event were found. The tibial and articular surface were reviewed for compatibility with no issues noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.